Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the hp handheld would not hold an electrical charge. The handheld has not been returned to the MFR for analysis. A new dell handheld was sent to the site.